Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable leading to the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the elevated bg. A new charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.